Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a .014-inch saber x percutaneous transluminal angioplasty (pta) balloon catheter ruptured during use in a calcified lesion. Another device of the same type was used, and the procedure was completed successfully. There was no reported patient injury. The device will be returned for evaluation.